Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2020. Evaluation: an opened sample of product was received for analysis. The product code is multi-strand and required two strands double armed per packet. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The sutures were dispensed without problem and examined along the strand, no defects or damages were observed. A functional test was performed and the pull force and tensile force was above the minimum requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? --yes. Was there any patient consequence or injury? --no. Lot number? Pbq811. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? What was the name and date of the procedure? Was there any patient consequence or injury? What tissue was being approximated or sutured when it broke? Lot number?

Event description:
It was reported that a patient underwent an unknown procedure on 11/17/2020 and suture was used. During the procedure, the suture broke and got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 01/12/2021. A manufacturing record evaluation was performed for the finished device batch pbq811 and no non-conformances were identified. Additional information for previous follow up 01: h6 component code: g07002 ¿ conforming device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.